Event description:
It was reported that the rv lead was explanted due to noise exhibited when tapping on lead, and apparent coil fracture. No patient complications were reported as a result of this event.